Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be one or more cycles advances to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 22:25:35. During night drain cycle six, the patient's ultrafiltration reading was 1197ml, indicating the home patient (hp) drained 1197ml more than their maximum programmed fill volume of 1500ml. No additional information is available.